Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced presentation: limtiations in the extraction of active fixation coronary sinus leads. Doi: 10.1055/s-0037-1598882. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal abstract was reviewed which contained information regarding the extraction of coronary sinus pacing leads. Multiple patients were included in the study; however, a one to one correlation with device serial numbers could not be made. The abstract reports the indication for lead extraction was system infection. The author additionally states that three out of six active fixation lead extractions were successful for unspecified reasons. No patient complications have been reported as a result of this event.